Event description:
Customer reported experiencing a high blood glucose level of over 400 mg/dl about two weeks before the call. Customer stated that later in that same day her blood glucose level went up to 475 mg/dl and then over 500 mg/dl. Customer also stated that she performed a set change, treated for the high blood glucose level, and then was fine. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.